Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of pain, bleeding, inflammation, and infection, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced multiple urinary tract infections after an altis procedure. Date of procedure: (B)(6) 2017. Date of onset event: (B)(6) 2017. Description of the event: pelvic pain, patient met the investigator on (B)(6) 2017: urinalysis results (blood in urine and leucocytes ++). In the 1-year visit (on (B)(6) 2018), the patient reported to investigator that she had 3 infections during 2017. Treatment: ofloxacin and paracetamol. Status of the event: resolved (device still implanted). The investigator doesn't know if this the event is related to the procedure or related to altis sling.